Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the jejunum during a gastroduodenectomy procedure performed on (B)(6)2024. During withdrawal, after dilating the stenosis with the device, the balloon was deflated, however, when it was tried to be pulled out from the scope it could not be pulled out. The procedure was cancelled due to the inability to confirm and observe the stenosis at the innermost side. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the catheter was kinked. No other problems with the device were noted. The results of the analysis performed on the returned device found that the catheter had multiple kinks. It is possible that the manipulation or technique used during the procedure has caused the catheter to kink and for this reason a difficulty is generated when removing the device. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the jejunum during a gastroduodenectomy procedure performed on (B)(6) 2024. During withdrawal, after dilating the stenosis with the device, the balloon was deflated, however, when it was tried to be pulled out from the scope it could not be pulled out. The procedure was cancelled due to the inability to confirm and observe the stenosis at the innermost side. There were no patient complications reported as a result of this event.